Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: "low blood glucose (bg) was not entered into the pump by the user on (B)(6)2019. Cartridge change sequence was completed at 11:41 am. User made bolus requests without entering current bg and while still having insulin on board (iob). At 1:52 pm, user requested a 20.78 unit bolus for a bg of 280 mg/dl and 80 grams of carbohydrates while still having iob. At 4:07 pm, user requested a 16 unit bolus for 80 grams of carbohydrates without entering current bg and while still having iob. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure."

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl with an unknown cause. Bg was treated by consuming juice. The customer was instructed to consult with the healthcare provider regarding bg level.